Manufacturer narrative:
Concomitant medical products: product ID neu_adaptor_acc, explanted: (B)(6) 2016, product type: accessory. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that an adapter replacement operation had been conducted due to an adapter fracture. Unknown if any factors led to the event. The issue was resolved. No symptoms were reported.